Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that no other issues have occurred. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted a technical support engineer (tse) and reported that the vessel sealer extend (vse) fired without anyone touching it. The customer stated the vse was plugged into the erbe and they were not getting any errors on the erbe. The customer stated that the surgeon was not pressing the foot pedal. The tse viewed the system logs and saw a 25913 and 25902 error on the e-100. The customer stated that they believed that the vse had been plugged into the erbe the whole time. The tse recommended the customer use a new vse instrument. The customer was proceeding with the case. The procedure was completing as planned with no reported injury.